Event description:
It was reported that the pump time was incorrect by 6 minutes, cause was unknown. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.